Manufacturer narrative:
B5 updated., new information had been received and additional information has been updated. The manufacturer internal reference number is: (B)(4).

Event description:
Upon receipt of additional information, it was confirmed that the consumer has been prescribed with levofloxacin 1.5 percentage eye drops, cefmenoxime hydrochloride eye drops administered every hour and erythromycin lactobionate, colistin sodium methanesulfonate eye drops. Health care professional confirmed consumer that symptoms has not worsened. The current status of the consumer¿s eye was improving at the time of this report. No additional information has been requested.

Manufacturer narrative:
B5 updated. New information had been received and additional information has been updated. H3, h6: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The device history record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Upon receipt of additional information, it was confirmed that the consumer revisited a doctor. Health care professional confirmed that corneal ulcer is decreasing in size and alleviating but still remain. The current status of the consumer's eye was improving at the time of this report. No additional information has been requested.

Manufacturer narrative:
H.3., h.6.: the complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Initially the report received by a non-health care professional. The non-health care professional stated that consumer had experienced irritation after wearing the lens. The consumer visited a doctor and was diagnosed with corneal ulcer. The doctor prescribed bestron, levofloxacin and an eye ointment to be applied every hour. A follow-up visit was scheduled after four days, and the doctor instructed the consumer to return after a week. Upon follow-up information it was stated that corneal ulcer occurred in eye at corneal periphery, eight o'clock, approx. One mm. The doctor prescribed ecolicin (an eye ointment). The consumer revisited a doctor and the doctor told the consumer that eye was epithelialized, that it was much better now and the doctor instructed the consumer to return after a week. Upon follow-up information it was stated that the consumer revisited a doctor and eye-drop (type: antibacterial) was prescribed. Doctor instructed the consumer to come again in two weeks. Consumer current condition was symptoms improving at the time of this report. Additional information has been requested but not yet available.